Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced the mesh folding up on itself, recurrent left inguinal hernia, exposure of mesh, adhesions and hematoma. The device had been used with a ventralex st hernia patch. Treatment provided for these conditions include removal and replacement of the mesh three months later as well as excision of the hematoma after about six months.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced the mesh folding up on itself, recurrent left inguinal hernia, exposure of mesh, adhesions, and hematoma. Post-operative patient treatment included recurrent left inguinal hernia which was repaired with new bard ventralex and progrip mesh, and lysis of adhesions, identified mass within the cord structures, and the mass was completely excised.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia and umbilical. It was reported that after implant, the patient experienced the mesh folding up on itself, recurrent left inguinal hernia, exposure of mesh, mesh had folded adhesions, and hematoma. Post-operative patient treatment included recurrent left inguinal hernia which was repaired with new bard ventralex and progrip mesh, and lysis of adhesions, identified mass within the cord structures, and the mass was completely excised.